Event description:
It was reported during in clinic follow up that the atrial lead sensing had decreased and failure to capture was seen. Imaging revealed that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.